Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-05793. It was reported ((B)(6)) the patient experienced ineffective and unintended stimulation. X-rays confirmed the leads had migrated. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
As received, both leads passed all functional testing and were secured inside ipg header, as setscrew marks were present on the insertion band electrode. The returned lead did not identify any anomalies that would have contributed to the alleged issue. No root cause was identified for reported event.

Event description:
Related manufacturer reference number: 1627487-2018-05793.

Event description:
Related manufacturer reference number: 1627487-2018-05793. It was reported that the patient's leads were explanted and replaced with a penta lead on (B)(6) 2019. The patient was stable following the procedure.